Event description:
The device was returned by the customer for the evaluation and repair of the issue of leakage from biopsy channel at the distal end found during preparation for use. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that the forceps elevator had presence of dirt. This medwatch is being submitted for the reportable issue of foreign material found on the forceps elevator during device evaluation.

Manufacturer narrative:
Event date is (B)(6) 2022. The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the forceps elevator had presence of dirt. Other observations for the device are: due to damage on channel tube and pin hole on distal end rubber coating (a-rubber), water tightness is lost; objective lens has discoloration; adhesive on a-rubber is detached; connecting tube has coating peeling and a dent; s-cylinder is shaved; s-cover has a scratch; grip and distal end c-cover is dirty; switch 4 (sw4) has discoloration; universal cord has a scratch; s-connector is deformed; sc cover unit and light guide lens have a scratch; due to a cut on a-rubber, insulation resistance value at distal end does not meet the standard value; due to wear of angle wire, bending angle in all directions does not meet the standard value; due to damage on channel tube, suction volume does not meet the standard value; and due to deformation of bending tube, the play of knobs is out of the standard value. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 02-mar-2022. Information has been requested but unknown at this time. If additional information is obtained at a later date, a supplemental report will be submitted. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to improper reprocessing at the user facility. The instructions for use (IFU) (reprocessing manual) shows the brushing method around the forceps elevator in the following item: "3.5 manual cleaning: brushing around the forceps elevator and instrument channel outlet". Moreover, IFU (reprocessing manual) states as follows: "3.3 precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." From the above, it is considered that the suggested event could be prevented. Olympus will continue to monitor field performance for this device.

Event description:
Addendum sep 1, 2022: the customer reported event occurred during reprocessing.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, e1, e2, e3, g2, g3, g6, h2, and h10. The facility staff is fully trained by olympus field service engineers (fse). The facility follows the steps fro reprocessing per the training and the instructions for use. Since the customer reported event was found during leak testing phase of the reprocessing, further reprocessing of manual brushing or disinfection was not performed for the device. Information of reprocessing performed at the facility: an air/water channel cleaning adapter being used for pre-cleaning, which is performed immediately after a procedure. Steps for per-cleaning are: wiping the insertion tube and aspiring detergent and water through channel. Air/water cleaning. Detergent used for pre-cleaning is endozyme. The endoscope channels are brushed during manual cleaning with olympus reusable brushes bw-20t and maj-1534. Cleaning and disinfectant solutions used with the endoscope are endozyme by 3m and cidex (glutaraldehyde) by johnson and johnson. An automatic endoscopy reprocessor (aer) is not used to reprocess the endoscope, but olympus td-20 (manual) is used. After drying, the endoscopes are hung in an almirah cabinet.